Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator during routine patient updates, patient was admitted on (B)(6) 2015 with complaints of shortness of breath, fatigue, and intermittent low flow alarms. As part of the evaluation, a computerized tomography was done that day which showed a large interventricular hemorrhagic cerebrovascular accident (hcva). Inr was 3.3 on admission and was reversed with feiba and vit k. The patient was confused and only oriented to himself. He is able to move all extremities. The patient ended up getting discharged home with hospice on (B)(6) 2015. Along with the hcva, the patient has been fighting end-stage renal disease (esrd) and been on dialysis for quite some time. Per site, patient is still alive at home but is not being followed as an outpatient.